Event description:
During an elective replacement procedure, a loss of pacing was observed due to electrocautery. A few seconds following the incident the device began to pace again. The issue was resolved by explanting and replacing the device during the procedure. The patient was in stable condition.

Manufacturer narrative:
The field complaint of output anomaly was not confirmed. The device was received in normal working conditions with battery voltage at eri level and visual inspection revealed a cautery mark on the can. Evaluation performed under nominal and field settings shows normal results and functional verification of the output pulse found no low voltage anomaly. The total projected longevity based on field settings is 9.87 years. The implant duration is 10.53 years which exceeded the projected longevity and it is considered normal battery depletion.